Event description:
Case description: this non-serious spontaneous case from spain was reported by a consumer as "peaks of hyperglycemia(hyperglycemia)" with an unspecified onset date, "problem with novopen echo plus (it did not administer insulin well)(device failure)" with an unspecified onset date, and concerned a 9 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", on unspecified date patient had a problem with novopen echo plus (it did not administer insulin well) and patient had hyperglycemia. On (B)(6) 2024, the case was downgraded from serious to non-serious as it was confirmed that patient was not hospitalized. Since last submission the case have been updated with the following: seriousness criteria unchecked. Gxp comment added. Narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) peaks of hyperglycemia [hyperglycaemia] problem with novopen echo plus (it did not administer insulin well) [device failure] case description: this serious spontaneous case from spain was reported by a consumer as "peaks of hyperglycemia(hyperglycemia)" with an unspecified onset date, "problem with novopen echo plus (it did not administer insulin well)(device failure)" with an unspecified onset date, and concerned a 9 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patients height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: medical history was not provided. On unspecified date patient had a problem with novopen echo plus (it did not administer insulin well) and had to go to the hospital for peaks of hyperglycemia. Batch numbers: novopen echo plus: nvgck37 action taken to novopen echo plus was not reported. The outcome for the event "peaks of hyperglycemia(hyperglycemia)" was not reported. The outcome for the event "problem with novopen echo plus (it did not administer insulin well)(device failure)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.